Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 25-nov-2014 under work order (B)(4) and sold on 17-dec-2014. Manufacturing record review: DHR-173984 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: 12-dec-2019 - 93492-will not power the handpiece-secured loose nuts on the hand controller. Tested ok. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 100903 this unit was at csi on 13-sep-2023. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the main board being defective. This issue is be attributed to normal wear and tear. The main board was replaced. The unit was tested ok and was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit has no power outputs. No patient involvement. No adverse event reported. No additional information available. (B)(4).